Event description:
Customer reported the insulin pump was dropped her insulin pump and a cracked on the screen. Customer did not know blood glucose level. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.